Event description:
On (B)(6) 2012, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient¿s lancet holder was damaged on the onetouch ultrasoft lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2012 at an unspecified time. As part of the patient's diabetes regimen, the patient's reporter indicated that the patient is on pills with diet/ exercise; however at the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. On (B)(6) 2012 at 9am, the patient's reporter stated the patient was feeling dizzy and was shaking after the alleged issue began. In response to the symptoms, the patient's reporter stated the home health nurse treated the patient with food/drink; however, no other blood glucose device was used at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the device and there was no misused of the device. A replacement product was sent to the patient. Based on the information provided, this complaint is being reported because the reporter claims the patient was unable to use the lancing device due to the reported issue and the patient allegedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder cup was found to be broken. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.